Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device- it was out of the fallopian tube and poking my uterus") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concomitant products included fluoxetine hydrochloride (prozac) from 2014 to 2015. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ pain"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and headache ("headaches"). On an unknown date, the patient experienced depression ("depression"), mental disorder ("psychological or psychiatric problems"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (removal of one coil that had migrated). Essure (ess205) was removed. At the time of the report, the device dislocation, migraine, alopecia, weight increased, vaginal haemorrhage, menorrhagia, depression, headache and mental disorder outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, device dislocation, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2015 by unknown (removal of one coil). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant history, concurrent condition and concomitant medication. Events back pain, abdominal pain lower, mental disorder, headache, depression, menorrhagia, vaginal hemorrhage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device- it was out of the fallopian tube and poking my uterus/right coil was lodged in my uterus.") In a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, dizziness and human papilloma virus test positive. Concurrent conditions included nausea, diarrhea, uterine bleeding, appendicitis, mesenteric cyst, dysfunctional uterine bleeding, irregular periods and menometrorrhagia. Concomitant products included bupropion (wellbutrin) and fluoxetine hydrochloride (prozac) from 2014 to 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("chronic pelvic pain/ pain"). On (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced mental disorder ("psychological or psychiatric problems"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (removal of one coil that had migrated). At the time of the report, the device dislocation, migraine, alopecia, weight increased, vaginal haemorrhage, menorrhagia, depression, headache, mental disorder, back pain and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2015 by unknown (removal of one coil). Device was deployed, 'leaving 3 coils visible. The right tube was similarly treated; leaving 8,coils visible. Discrepant information in date of insertion- (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: full occlusion of both fallopian tubes on 21sep2006 patient had pelvic ultrasound showed uterus measures 11.7 ~ 7.0 x 5.0 cm and is retroflexed. A grouping of tiny echogenic foci are at the lower uterine segment, likely small calcifications. Uterus is mildly heterogeneous in echotexture. Impression: normal or abnormal appendix is not definitely identified, and appendicitis cannot be excluded on the basis of this exam. If there is continued. Status post placement of essure devices in the fallopian tubes. The right device is identified, but the left device was not visualized by ultrasound. Device placement can be evaluated on follow-up CT and mildly thickened endometrium measuring 16 mm pregnancy test negative. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. New event added- dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("migraines"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery in (B)(6) 2015). At the time of the report, the device dislocation, pelvic pain, migraine, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, migraine, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.